Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user.per the directions of use: ¿the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿ and the device was used in the common iliac vein. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07075. It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and non calcified common iliac vein. Two esophageal balloon catheter with the size of 18-6/5.8/75mm xxl, was advanced for post-dilation. However, when the balloon was inflated by nominal pressure for less than 1 minute, the balloon ruptured at the edge of the stent. The device was removed from the patient and the procedure was completed with another xxl balloon catheter. No patient complications were reported and the patient's status was fine.